Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed 3 fractures located 3.5cm, 81.5cm and 82cm from the hub. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Fractures were confirmed.

Event description:
Reportable based on device analysis completed on 15dec2020. It was reported that hub break occurred. The target lesion was located in the moderately tortuous uterine artery. A direxion hi-flo was selected for use. The device was hydrated prior to removal from the hoop. Towards the end of the embolization administration, it was noted that the hub broke. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a shaft fractures at 81.5cm and 82cm from the hub.